Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
Approximately 11 hours into therapy blood was noted in the catheter and "blood in catheter"&#63489;alarm sounded. The patient was sedated, perfusionist was called and advised r.n. To have the balloon immediately removed. The iab was sequestered for biomed and manufacturer investigation, the balloon was not replaced. Two days later the patient went for CABG surgery and failed to wean, was noted bleeding; ECMO was inserted briefly and patient expired in or.

Manufacturer narrative:
Date received by manufacturer: 09/21/2016.

Event description:
Approximately 11 hours into therapy blood was noted in the catheter and ¿blood in catheter¿ alarm sounded. The patient was sedated, perfusionist was called and advised r.n. To have the balloon immediately removed. The iab was sequestered for biomed and manufacturer investigation, the balloon was not replaced. Two days later the patient went for CABG surgery and failed to wean, was noted bleeding; ECMO was inserted briefly and patient expired in operating room.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extracorporeal tubing was not returned. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.8cm from the rear seal measuring 0.038cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4). Supplement - device evaluation.

Event description:
Approximately 11 hours into therapy blood was noted in the catheter and ¿blood in catheter¿ alarm sounded. The patient was sedated, perfusionist was called and advised r.n. To have the balloon immediately removed. The iab was sequestered for biomed and manufacturer investigation, the balloon was not replaced. Two days later the patient went for CABG surgery and failed to wean, was noted bleeding; ECMO was inserted briefly and patient expired in operating room.